Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a marker band could not be seen. The de novo target lesion being treated was located in an unspecified vessel. A 1.50x12mm apex push balloon catheter was advanced to the lesion for pre-dilation, however a marker band could not be seen. The marker band could be visualized once outside of the patient but could not be seen during the procedure under fluoroscopy. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).